Event description:
The user facility reported to terumo cardiovascular systems corporation that out of box, buffer solution had leaked from the shunt sensor. No pt involvement. Product was not used. Surgery was successfully completed.

Manufacturer narrative:
Because the unit was not returned and no lot number was provided, a formal investigation could nut be performed. From the complaint description, there may have been a lack of solution inside the shunt sensor, and there was moisture on the interior foil pouch. This is indicative of a leak. The majority of leaks historically have resulted from damage to the thermowell adhesive during transport. A review of the device history record could not be performed, as no lot number was provided. This unit was sufficiently cured and sealed to pass through a 100% leak test. A potential root cause, a weak ultrasonic weld, was identified to be shipping and handling. (B)(4). All available info has been placed on file in quality management for appropriate tracking, trending and follow up.